Event description:
A malfunction was reported on the customer's pump, but there was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that a replacement pump would be sent, which would come with updated software. Since there was no available backup insulin therapy, the caller decided to contact their healthcare provider. Technical support provided instructions on how to return the faulty pump, including putting it into storage mode and returning it within ten days using a prepaid label to avoid charges. They also advised the customer to program and connect the necessary settings and cgm to the replacement pump. The caller acknowledged and understood all instructions provided.